Event description:
It was reported that the pump touch screen turns off too quickly. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.